Event description:
It was reported that the remote monitor did not respond to the start button. Troubleshooting steps were taken and the monitor still did not respond. The monitor had previously sent transmissions. The monitor will be returned and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.